Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2007 (day of implant) which changed the settings; the output current was disabled but the magnet current was left on at 1ma. This was not corrected until (B)(6) 2007.